Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple pyxis machines were in critical override. A technical support specialist (tss) dialed into the application and synchronized servers, identified that the bd data synchronized service was not running, and restarted it on both servers. Data flow was confirmed through debug logs, and health sight viewer (hsv) verification showed all affected devices were communicating and no longer in critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, 182 pyxis machines were in critical override. The user inquired about the cause, and while attempting to check in health sight viewer (hsv), the data failed to generate and continued loading until it timed out. However, there were no delay to patient care and adverse events or injuries reported based on this incident.